Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Removed, cleaned, and reassembled scavenging system to resolve the issue.

Event description:
The hospital reported the unit would not drive the bellows preventing mechanical ventilation. There was no report of patient involvement.